Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced anxiety ("several episodes of anxiety /anguish"), 3 years 3 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"), tendonitis ("tendonitis") and sinusitis ("sinusitis"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, anxiety, adenomyosis, tendonitis and sinusitis outcome was unknown. The reporter considered adenomyosis, anxiety, medical device removal, sinusitis and tendonitis to be related to essure. The reporter commented: the patient experienced anxiety and anguish on (B)(6) 2014, the patient required essure removal because of adenomyosis, tendonitis and sinusitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of (B)(4) and will be deleted from argus database. All information was attached to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced anxiety ("several episodes of anxiety/anguish"), 3 years 3 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"), tendonitis ("tendonitis") and sinusitis ("sinusitis"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, anxiety, adenomyosis, tendonitis and sinusitis outcome was unknown. The reporter considered adenomyosis, anxiety, medical device removal, sinusitis and tendonitis to be related to essure. The reporter commented: the patient experienced anxiety and anguish on (B)(6) 2013, (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014. The patient required essure removal because of adenomyosis, tendonitis and sinusitis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.